Manufacturer narrative:
There is no suspected device failure. The device was disposed at the hospital. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Perforation is an inherent risk to this type of procedure and is identified in the device instructions for use. Device disposed at the hospital.

Event description:
Pericardial effusion occurred in a patient undergoing a cardiac ablation procedure. This report is being submitted by baylis medical as the protrack rf anchor wire kit (prk) and sureflex steerable guiding sheath kit (tsk) were used with other manufacturers' interventional cardiology devices during this procedure, including a lasso catheter and ablation catheter. The prk and tsk were used for transseptal puncture. The sheath was used to directly engage the septum with the tip of the rf wire under fluoroscopic and tee guidance. Rf energy was delivered. Multiple attempts were required to obtain left-sided access. Resistance was encountered by the devices as they crossed the septum. Following confirmation that the sheath had crossed the septum, the dilator and rf wire were removed from the patient. Approximately an hour later, the physician started voltage mapping with a lasso catheter. After another 25 minutes, it was observed that the patient's blood pressure was dropping and a pericardial effusion was confirmed. Pericardiocentesis was performed and a drainage catheter was placed. The effusion was determined to be non-emergent and mapping was resumed within 15 minutes without reversing heparin. The ablation procedure proceeded and the arrhythmia was successfully ablated. The physician indicated at the end of the case that he did not believe the effusion was caused by the devices, but instead excessive force may have been applied when crossing the septum or when applying energy to the rf puncture devices when they were placed at an incorrect location. There is no evidence to suggest that the prk or tsk caused or contributed to the unexpected perforation in the patient, which resulted in the pericardial effusion. However, as the prk and tsk were among the several devices used in the procedure including a lasso catheter and ablation catheter, baylis medical has decided to submit this report.